Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure the stent balloon did not fully inflate. The index procedure was a 75% stenosed calcified, moderately tortuous 1st diagonal lesion. The physician performed intravascular ultrasound (ivus) prior to the stent being inserted to the lesion. The physician then advanced a taxus express2 2.50x12mm drug eluting stent across the lesion. It was reported that the stent was initially deployed at 14 atmospheres (atms) for 65 seconds, then the balloon reinflated at 14 atms for 35 seconds, then again at 16 atms for 50 seconds. It was noted by the physician after performing ivus that the proximal part of the stent was not fully expanded. It was also noted that the "physician felt severe" withdrawal resistance when attempting to remove the stent delivery system (sds) from the patient. The physician then inserted a competitor's 2.75x10mm balloon dilatation catheter; inflation was done at 20 atms. The physician ended the procedure after the ultrasound, it was reported that the "taxus stent was expanded properly." There were no reported patient injuries or complications noted. The patient's condition was reported as "good."